Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found additional non-reportable malfunctions: the connecting tube had a dent, the control unit was sticky due to water leakage, due to wear of angle wire the bending angle in up direction did not meet the standard value, due to damage the angulation lever did not move smoothly, and due to a dent on channel tube (ch-tube) the forceps cannot be inserted smoothly. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope had collapsed pipe. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, the connecting tube had coating peeling (1x1 mm2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. A review of device history records and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be stress from use, external factors, or handling. The event can be prevented by following the instructions for use which state: 3.2: inspection of the endoscope. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.